Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported hyperglycemia with a highest blood glucose (bg) of 316 mg/dl by dexcom and 263 mg/dl by fingerstick despite supply changes and visible insulin delivery. The user disconnected from the ilet to administer manual insulin for correction. No symptoms were reported, and no medical intervention was required.